Event description:
The customer states that two samples from one patient were processed using the architect anti-hbc ii assay. The first run produced a (B)(6) result compared to a (B)(6)result obtained on a new sample eight days later. The sample was confirmed as (B)(6)using an alternate method (vidas). No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). As part of the investigation and resolution, the customer replaced the sample probe. The issue of probable causes and corrective actions for erratic assay results are addressed in product labeling including the probe tip being bent or damaged, pipettor probes not straight and probe not positioned correctly. The associated corrective actions are also listed. No adverse trends were identified related to the issue and to date no subsequent complaints of this nature have been documented against (B)(4). Based on the available information, a deficiency in the system was not identified. Based upon the data available, and the results of this evaluation, a single definitive cause was not determined however, after the customer replaced the probe no further erratic events have been documented.